Manufacturer narrative:
Initial and final (B)(4) - device 2 of 3.

Event description:
Reference number (B)(4). Event occurred in the united states. The patient reported that on (B)(6) 2024, the patient experienced that there was blockage in the tubing. The patient also reported that there was no damage to infusion set tubing but can visibly see that insulin is not going through tubing completely only reaching halfway mark, which cause the patient blood glucose levels was elevated to high, therefore patient had received correction injection via mdi. The patient changed supplies as necessary and resume insulin therapy due to last infusion set used on issue. No further information available.